Event description:
It was reported that the implanted device (coil and demodulator) has extruded through the skin. The device was fully functional and the pt was able to hear with it. The implant housing was explanted on (B)(6) 2012.

Manufacturer narrative:
The device been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.